Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no malfunction and no deficiency, of the architect c8000 analyzer, list number (B)(4), was identified.

Event description:
During shipment of an architect (B)(4) analyzer a technician from the moving company tripped and fell to the floor of the laboratory and hit his head against an existing architect c8000 analyzer. The moving company technician went to the emergency room and was given stitches to his head to close the wound. It was indicated that the two instruments were near each other. After being cared for in the emergency room, the technician from the shipping company was able to return to and finish his work. No patient data was impacted by this event. No other information was provided about the moving technician.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).